Event description:
It was reported that during a total thyroidectomy procedure, while the surgeon was operating he noted a sudden loss of power and then an uncommon increase of the temperature of this device. So he decided to complete the operation with a new device. However, when the operation was complete, surgeon noted that the patient was bleeding, because the coagulation of vessels were incomplete. So a new operation was necessary. Patient now is in good condition. (B) (6). The temperature issue and no coagulation issue are both referred to the same fcs9. The operation was carried out with an electrosurgery procedure and not with a fcs9 as previously reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.